Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable reason for reoperation: deflation.

Event description:
Healthcare professional reported via national breast implant registry (nbir) "deflation¿. This record is for the left side. Device was explanted.